Event description:
It was reported that during a laparoscopic cholecystectomy the clip scissored on the cystic duct. The event did not change the intent of the original procedure. There was no pt consequence.